Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external device. It was reported that they were having trouble with the handset. When they do a bolus at least one time or every other time, the application comes up and says the application was not working and asks them to either close out the app or wait on it. The patient mentioned that last night it came up again with a red box and it shut everything out and they had to start all over. The patient stated that they would also get stuck on 90% for multiple minutes. The agent walked the patient through clearing out the application data. The patient will monitor the issue and write down the messages and callback if needed.